Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the most likely cause of the issue is a defective inverter board. The customer reported the part has been disposed of and will not be available for evaluation. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the touchscreen is not displaying. The customer reported the ventilator is still ventilating. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.